Event description:
It was reported that the customer was in the hospital for back pain, not diabetes related, and had seizures. Their blood glucose was 468 mg/dl. The customer was given steroids which was causing the high blood glucose. The customer was calling for assistance programming their insulin pump. The customer was offered troubleshooting for the high blood glucose, but they declined stating that it was due to the steroids. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.